Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on (B)(6) 2023, the patient underwent a tka for oa for the knee joint with the device array in question. The device array in question and device array interface did not lock and could not be connected, therefore, they were securely fastened with oif tape and used. After the surgery, a closer inspection of the device array in question revealed that the tip shape of the device array in question was smaller than usual and clearly oddly shaped. The device array in question was inserted and removed from the interface several times, but it was not secure and came off easily when pulled. Caution was considered necessary for the lot in question. The physical product, photo and video evidence of the device were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device and a review (B)(4). Visual analysis of the returned sample revealed that velys array set knee has the pin component positioned in the reverse orientation of what is required as per the drawing specification. The observed condition of the array pin, prevents the velys array set knee from assembling its mating device as intended. The overall complaint was confirmed as the observed condition of the velys array set knee would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search in depuy's nonconformance (nc) quality system found no previous nc¿s associated with this product/lot combination. However, a nonconformance has been initiated to address the current device issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent a tka for oa for the knee joint with the device array in question. The device array and device array interface did not lock and could not be connected, therefore, they were securely fastened with oif tape and used. After the surgery, a closer inspection of the device revealed that the tip shape of the device array was smaller than usual and clearly oddly shaped. The device array was inserted and removed from the interface several times, but it was not secure and came off easily when pulled. The surgery was completed successfully without any surgical delay. No further information is available.